Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eight inappropriate shocks due to a flat electrogram (egm). It was noted that everything looked good prior. This s-ICD system was explanted and successfully replaced. When visually inspecting the electrode something black was noted under the insulation and noise was able to be reproduce with manipulation at the spot. A lead fracture was suspected. The electrode was difficult to extract during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eight inappropriate shocks due to a flat electrogram (egm). It was noted that everything looked good prior. This s-ICD system was explanted and successfully replaced. When visually inspecting the electrode something black was noted under the insulation and noise was able to be reproduce with manipulation at the spot. A lead fracture was suspected. The electrode was difficult to extract during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.